Manufacturer narrative:
This report is being submitted to correct a prior report, 1220648-2026-02515, that was erroneously submitted. Upon further review it has been determined that a clerical error was made within the complaint record, and the complaint does not meet the criteria for MDR reportability as defined by regulations (21 cfr 803.50). Coding has been updated to reflect no allegation. No further follow-up reports will be submitted.

Event description:
The complainant reported the flap to the purge cassette is difficult to open. The spring appears to be rusty and should be replaced.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.